Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the representative was at the hospital to conduct arctic sun training and checked over their devices. One arctic sun device was completely empty of water, which was very unusual. Representative refilled the device and then used it for training, so that they could check it. During training, representative noticed that it was failing to pump water around the pads, and whilst that the flow rate was too low, the device didn't alarm. Representative stated that might had created a situation where the device was put onto a patient and the nurse would be unaware that it wasn't working properly until several hours later, causing potential harm to a patient by not actually receiving the therapy. Per follow up information received on (B)(6) 2022, the device did show low flow but not no flow, even though no water was moving between the device and the pads. When looked at the pads during training, they could see and feel that no water was flowing through from the device, even though they were running for 10 minutes approximately. Representative stated that the troubleshooting did not resolve the issue, so the pads were checked on a different device, and they were working as expected. There was no alarm on either the screen or from the device, which is why the representative removed it from the ward, so that no one could use it by accident and not be aware. Per follow up information received on (B)(6) 2022, biomed troubleshooted the device to see if they could resolve the issue by checking the water level, ensuring all fluid delivery lines were straight and unkinked, the training pads being used were attached properly. A second device was used to see if the pads had any issues, but they didn¿t have any, and worked perfectly with second device. So, the biomed turned the first device off and on again. None of which resolved the issue at all. No water was visible moving around the pads and the temperature of the pads remained ambient, even though the device water temperature had reduced to 10 degrees, biomed had the high patient temperature training aid plugged into the temperature cable.

Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the representative was at hospital to conduct arctic sun training and checked over their devices. One arctic sun device was completely empty of water, which was very unusual. Representative refilled the device and then used it for training, so that they could check it. During training, representative noticed that it was failing to pump water around the pads, and whilst that the flow rate was too low, the device didn't alarm. Representative stated that might had created a situation where the device was put onto a patient and the nurse would be unaware that it wasn't working properly until several hours later, causing potential harm to a patient by not actually receiving the therapy. Per follow up information received on 07feb2022, the device did show low flow but not no flow, even though no water was moving between the device and the pads. When you looked at the pads during training, they could see and feel that no water was flowing through from the device, even though they were running for 10 minutes approx. Representative stated that the troubleshooting did not resolve the issue so I checked the pads on a different device and they were working as expected. There was no alarm on either the screen or from the device, which is why the representative removed it from the ward, so that no one could use it by accident and not be aware. Per follow up information received on 10feb2022, biomed troubleshooted the device to see if they could resolve the issue by checking the water level, ensuring all fluid delivery lines were straight and unkinked, checking the training pads being used were attached properly. Using a second device to see if the pads were an issue, they weren¿t, and worked perfectly with 2nd device. So, the biomed turned the 1st device off and on again. None of which resolved the issue at all. No water was visible moving around the pads and the temperature of the pads remained ambient, even though the device water temperature had reduced to 10 degrees, biomed had the high patient temperature training aid plugged into the temperature cable.